Event description:
Additional information received for the physician indicated that the cause of the event was unknown as the patient had not followed up with him for impedance testing with the clinician programmer. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a lack of therapeutic effect from her implantable neurostimulator (ins). The loss of therapeutic effect began about 10 days ago when the patient could not feel stimulation on program #4. The patient then stopped feeling stimulation on program #1 one day ago. It was noted that before losing stimulation, the therapy was "working great." The patient tried different programs and found she could feel stimulation on program #3 at 8.5 v. The stimulation was felt in the patient's buttocks and the middle of the back. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v826029, implanted: 2012 (B)(6), explanted: na product typ lead product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).